Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer inspected the drawers and found a long package of medication lodged between the open/close sensors of auxiliary drawers 6 and 7. The fse removed the medication and returned it to the customer. The customer was then able to recover and access the drawers successfully, with no further issues reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 and 7 were not working and would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.